Event description:
Revision surgery - due to loosening. Legal counsel for patient reported that patient underwent a right hip revision procedure approximately 17 months post-implantation due to alleged pain, limping and loosening of the stem.

Manufacturer narrative:
The reason for this revision surgery was due to loosening. The event resulted in a revision surgery after 17 months in vivo. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. The documentation received from zimmer biomet indicated that a device history record (DHR) review was conducted and no deviations or anomalies were identified. Also, a review of complaint history by zimmer biomet did not identify any additional complaints for the lot in question. Four (4) other complaints were identified for the same or similar issue. A review of complaint history by djo surgical did not identify any additional complaints for the lot in question. One (1) other complaint was identified for the same or similar issue. Per the zimmer biomet investigation, it is likely the root cause can be attributed to the use of a size 18 stem being implanted into a size 20 reamed femoral canal. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.